Event description:
The user facility reported that approximately six hours following the completion of a diagnostic colonoscopy, the pt experienced colon irritation and returned to the hospital. The pt subsequently underwent a CT scan, which reportedly revealed marked thickening in the right colon. The pt was diagnosed with severe chemical colitis and was hospitalized for four days with medical treatment that included intravenous medications and antibiotics. The pt has been discharged. The user facility reported that due to the rapid onset of symptoms, the physician suspected the alleged chemical colitis was due to retained glutaraldehyde in the endoscope.

Manufacturer narrative:
The device referenced in this report was returned to olympus for eval. The eval found the bending section cover glue cracked on sides, a chipped light guide lens, and one light guide fiber bundle completely broken. The image was noted to be darkened. There was no fluid found inside the colonoscope. The cause of the pt's outcome cannot be conclusively determined. An olympus endoscopy support specialist visited the user facility following the reported event, and provided in service training on appropriate reprocessing of endoscopes to user facility personnel. Additionally, an olympus field service engineer (fse) visited the user facility to inspect the automated endoscope reprocessor (aer) that was used to reprocess the subject device and to provide any necessary training. The aer was determined to be working properly. Review of aer log indicated that the subject device had finished a complete cycle prior to use on the pt. The cause of the reported phenomenon cannot be conclusively determined. This report is being submitted as a medical device report in an abundance of caution.